Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2016 with the following findings: a review of the pump¿s black box did not reveal any power issues. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no alarms or power issues occurring. There was no evidence of moisture observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was no moisture damage found inside the pump. There was no damage found to the power circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the battery compartment was damaged and there was moisture within the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.